Manufacturer narrative:
The unit was unable to prime during the prime test due to moisture damage on the force sensor resistor. Analysis was unable to perform the excessive no delivery test and the occlusion test due to a prime and fill anomaly. There was no motor error alarm and the unit passed the basic occlusion test and the displacement test. The motor was tested outside of the device and passed. The unit had a peeling address label, a scratched case, a cracked reservoir tube, a broken reservoir tube lip, and a minor scratched lcd window. (B)(4).

Event description:
The customer's mother called in to report a motor error alarm. It was reported that the alarms occurred several times during basal and bolus delivery. The customer was able to complete the rewind sequence. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.